Event description:
Device malfunction: detached epd tip, surgically explanted. Symptoms/ae: none. Time of malfunction: during and after the procedure. In a draft, unpublished literature report, it was reported that the patient underwent left internal carotid artery acculink stent implantation, using an accunet epd. All procedures were carried out routinely and normally per guidelines. The epd was placed in the distal part of the internal carotid lesion and the acculink was implanted across the 80% stenosed lesion. While retrieving the epd, light resistance was felt and the wire was removed broken, leaving the tip of the epd (basket part) inside the carotid artery. Immediate angiogram showed the stent had migrated to the common carotid artery. Nineteen days later, both the filter basket and the stent were surgically explanted and a dacron patchplasty was done after endartectomy of the internal, external and common carotid arteries. No neurological events occurred during either procedure and the patient was discharged uneventfully, three days later. No additional information is available.

Manufacturer narrative:
Eval summary: the returned device consisted of the accunet filter basket with the obturator intact. It was returned entangled in an rx acculink stent. The filter basket guidewire was not attached. Tissue was found on the filter basket and two of the struts had been cut. The filter basket was separated from the inner sleeve leaving only the outer sleeve intact. Adhesive is used to bond the outer sleeve, proximal rib ends, and the inner sleeve together. The retrieved device appears to have adequate adhesive. Evaluation does not suggest a manufacturing or design issue. Lot number was not provided; therefore, a lot history record review could not be completed. A possible cause of the filter basket separation is entanglement of the accunet with acculink due to ineffective use of a delivery catheter while retracting the accunet. If the filter basket is moved proximally during advancing of a recovery catheter for retrieval, it is possible for filter basket to become entangled with the deployed stent. Abbott research and development has communicated with the user to iterate the instructions for use. (See scanned pages)